Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered chronic pelvic pain and vaginal area pain as well as painful intercourse, severe urinary leakage, pulling and tearing sensations through pt's vaginal region, sharp pelvic pains and unrelenting pain throughout her lower body. Suffered from painful bowel movements, constipation and frequency/urgency with urination. In addition to physical pain and discomfort, pt suffers psychologically and emotionally.